Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen was hard to read, buttons were getting difficult to use and every time they changed the battery the insulin pump asked to reset the time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.